Event description:
The technician reported the left foot brake caster was not holding while in brake mode. The bed was located in the hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake caster is missing one of the brake pads on the brake lever. The technician discovered this issue during a between pt inspection. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.